Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with 186 episodes of vt in vt2 zone. Atp was unsuccessful and as the vt was below the detectable range. The nurse lowered the vt zone. The patient was stable.